Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated total beta hcg (tbhcg) results above the normal reference range generated on access 2 immunoassay system for two patients. Subsequent testing produced results within the normal reference range for both patients. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in 5ml lithium heparin plasma tubes, and were centrifuged for 9 minutes at 3900 rpm. Qc was within the customer's established ranges prior to and after the event. A system check was performed on (B)(4) 2010 and the results were within the instrument specifications. Service was dispatched on 08/17/2010 for this event. Field service engineer (fse) replaced a part and performed verification testings. No hardware issue was noted. A definitive root cause has not been determined for this event.